Event description:
It was reported that the pump has been persistently warm to the touch despite being in room-temperature conditions while being charged. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.